Event description:
Customer reported that a freestyle meter provided a reading of 220mg/dl. Insulin was not taken by the customer. During automobile trip, customer became disoriented and had trouble with their vision. With the help of their children pt was able to drive home then lost consciousness. Pt was taken to the emergency room and a comparison reading of 11mg/dl was provided by an unknown brand of meter. Approximately 45 minutes passed between the readings. Customer was provided IV treatment and food to raise their blood glucose reading then released.